Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) radiolucent aiming arm/frn greater trochanter.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part 03.033.003, lot l699654: release to warehouse date: february 05, 2018. Supplier: selzach. Manufacturer: hagendorf. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: the aiming arm, greater trochanter was received. Upon visual inspection, there were no defects identified on the device. A functional assessment was not able to be performed for the allegation of misalignment, as the mating devices needed were not returned. However, the functional test was performed on the received aiming arm and the insertion handle and they were mounted properly without any issues as intended. Complaint replication cannot be performed with the returned devices. Dimensional inspection was not performed as it is evident that there is no defect identified on the device and also the mating devices were not returned to cross check the alignment with mating devices. The current and manufactured to drawing was reviewed; no design issues or discrepancies were identified. The complaint condition of misalignment cannot be confirmed as the mating devices were not returned with the handle. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during a surgical procedure dynamic hole on aiming arm was missed by the hole for locking screw. No patient consequences. Concomitant device reported: unknown locking screw (part# unknown; lot# unknown; quantity: 1). This report is for one (1) radiolucent insertion handle frn. This is report 2 of 2 for complaint (B)(4).